Event description:
According to the reporter: the mesh pulled off the end of the paddle when deployed in the abdomen and fell into the surgical site. The surgeon removed the item from the abdomen. Another paddle was opened and case continued as planned. There was no extension of or time and/or no extension of the incision.

Manufacturer narrative:
(B)(4).